Event description:
The patient was reportedly experiencing intermittencies, followed by loss of sound and loss of lock. External equipment has been exchanged and programming adjustments have been made, however, these have not resolved the issue. Revision surgery is under consideration.